Event description:
It was reported the right ventricular (rv) lead was fractured. The low voltage portion of the rv lead was capped and a second rv lead was added. The high voltage portion of the rv lead remains in use. It was also reported the device exhibited oversensing and there was a mechanical complication. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2007; product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2007; product ID: 5071-53 implantable pacing lead implanted: (B)(6) 2007; product ID: 5071-35 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).